Event description:
(B)(4). Started having pain in my lower abdomen daily. This continued and still continues. Since then I developed endometriosis that led to ablations and scar tissue removal, major bleeding that never occured prior. Irregular periods. Some bleeding lasting for months. Many abnormal pap with cin3 cells that led to a partial hysterectomy in (B)(6) 2011. I am still having sharp pain daily!! To the point it will double me over. On both sides. Since the procedure I had developed several painful ovarian cysts. Dysplasia. Uterine fibroids. Excessive bleeding during period (menorrhagia) I still have very painful ovulation. I get bacterial vaginosis all the time. Unexplained body aches. Frequent diarrhea for about 5 years now, diagnosed as ibs. Mood swings. Sores on mouth face, etsc.